Event description:
Complainant alleged that the medics were responding to a call for pt, with vital signs absent. The medics twice attempted to defibrillate the pt, but upon each attempt the device displayed a "check pads" message. After receiving the message, the medic shut off the device and applied a fresh set of pads to the pt, but the device continued to display the same message. The complainant indicated that pt CPR was performed subsequent to the pads being applied to the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the patient suffered a massive myocardial infarction, with significant heart damage, per the results of the autopsy that was performed on the pt. The complainant reported that the mseries defibrillator (serial number unknown) that was used in the event was evaluated by a third party biomed company. There was no fault found with the device. Although the complainant did not indicate that chest compressions were performed over the pads during CPR, there is a possiblity that there may have been performed over the pads. Performing chest compressions on the pads may cause damage to the electrodes. Please reference the attached copy of the stat pads multi-function electrode package insert, which warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possiblity of arcing and skin burns." Two other similar, but separate events occurred at this facility.